Manufacturer narrative:
The motor device was not received for evaluation. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA regarding irrigation tubing in which, when the tubing was removed from the packaging, particles were observed inside the tubing. The alleged defect was observed pre-surgery. No delays in surgery were reported as an identical spare device was available. No injuries or medical intervention were reported. No additional information was available.